Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received two inappropriate shocks due to noise oversensing. Technical services (ts) reviewed the episodes and discussed they show large and saturating artefacts followed by oversensing and inappropriate shocks. Troubleshooting was recommended to confirm electrode integrity and it was advised to replace the electrode due to fracture. Troubleshooting was performed and the health care professional (hcp) was unable to reproduce the noise. The physician decided to keep the electrode and program the device to the secondary vector. Eight days later, the patient received two additional inappropriate shocks due to the same cause. Ts discussed again the need for electrode replacement due to fracture and it was advised to program therapies off while awaiting for replacement. The electrode replacement has not yet been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concluded the clinical observation of lead conductor fracture is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. Device history record (DHR) review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of lead conductor fracture is a known inherent risk of the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead conductor fracture has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received two inappropriate shocks due to noise oversensing. Technical services (ts) reviewed the episodes and discussed they show large and saturating artefacts followed by oversensing and inappropriate shocks. Troubleshooting was recommended to confirm electrode integrity and it was advised to replace the electrode due to fracture. Troubleshooting was performed and the health care professional (hcp) was unable to reproduce the noise. The physician decided to keep the electrode and program the device to the secondary vector. Eight days later, the patient received two additional inappropriate shocks due to the same cause. Ts discussed again the need for electrode replacement due to fracture and it was advised to program therapies off while waiting for replacement. The electrode replacement has not yet been performed. No additional adverse patient effects were reported.